Manufacturer narrative:
One fiber was positioned outside the bundle and was not attached with the potting material. All oxygenators are tested for leaks during mfg. The quality inspectors were re-trained to detect and remove defective products.

Event description:
Ten minutes into bypass, puff of air was heard followed by blood bubbling and then flowing out gas exit port. Perfusionist changed out oxygenator.